Manufacturer narrative:
(B)(4). Concomitant devices ¿ hybrid arcom glenoid base catalog #: 113952 lot #: 696560, hybrid glenoid regenerex porous titanium glenoid post catalog #: pt-113950 lot #: 081530, versa-dial shoulder modular head w/ variable offset catalog #: 113024 lot #: 181800, comprehensive shoulder mini humeral stem catalog #: 113633 lot #: 595330. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was unable to be confirmed due to limited information received from the customer. The devices history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the complaint history determined that no further action is required. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This report is number 3 of 5 mdrs filed for the same patient (reference 0001825034-2017-05203 / 05207 / 05209 / 05211).

Event description:
It is reported that the patient underwent a left shoulder arthroplasty revision due to unknown reasons one (1) year post-operatively. The patient was converted to a reverse total shoulder. Attempts have been made to retrieve additional information, but no further information is available at this time.